Manufacturer narrative:
Arjo was informed about arjo scale adaptor failure. The system involved in the incident consisted of: - arjo maxi sky 440 portable ceiling lift (with unknown serial and model number) attached to the ceiling installation; - portable scale adaptor (serial no. (B)(6), model no. 700.05725), equipped with straps mounted on rivets, attached to the maxi sky 440 ceiling lift; - suspended scale (serial no. (B)(6), model no. 700-00531) with additional spreader bar; - sling. One of two straps connecting arjo maxi sky 440 ceiling lift with the portable scale detached during weighing the patient, causing sudden lowering of the patient back to the bed (few centimetres). The system was still connected via the second strap. There was no injury sustained. Arjo representative who visited the customer after incident confirmed the malfunction: one of the straps was separated from the frame. The portable scale adaptor instructions for use (IFU, document no. 001-05725 rev. 4) presents proper way of attaching the assembly to the lift. The straps need to remain square relative to the adaptor bar and they cannot be twisted. The patient allegedly was not agitated, his weight was 95 kg (within maximum lifting capacity of the system) and the weight was evenly distributed. The customer showed the arjo representative the way of operating the adaptor and it was according to manufacturer¿s recommendations, so it remains unknown why the strap detached. The device was used for weighing the patient when the malfunction occurred. Since the strap detached from the adaptor frame, it can be stated that the device did not meet its performance specification. The complaint was decided to be reportable due to indication of the scale adaptor detachment during use with the patient. No injury was sustained.

Manufacturer narrative:
Additional information will be provided upon investigation conclusions.

Event description:
Arjo was informed about arjo scale adaptor failure. The device involved in the incident was the ceiling lifting system, consisting of: arjo maxi sky 440 portable ceiling lift (with unknown serial and model number) attached to the ceiling installation; portable scale adaptor; suspended scale (serial no. (B)(4), model no. 700-00531) with additional spreader bar; sling. One of two straps connecting arjo maxi sky 440 ceiling lift with the portable scale detached during weighing the patient, causing sudden lowering of the patient to the bed. There was no injury sustained.